Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was evaluated by a third-party service center. A review of the device's downloaded event log showed no ventilator inoperative alarms occurred. No malfunction of the device was noted. The device's blower assembly, inline proximal filter and machine flow sensor were found to be contaminated and will be replaced. No foam particles were noted. The device's muffler assembly, particulate filter and air inlet foam will be replaced as per preventive maintenance protocol. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.